Event description:
Patient had surgery and had epidural catheter placed. After surgery the patient was positioned on right side and epidural cath was withdrawn and found that cater end tip marking was missing. Catheter type was an arrow coiled wire. Patient watched in the hospital for 4 days and with the MRI finding unable to identify any foreign bodies the patient was discharged home on (B)(6) 2013. Patient was instructed to report to md any problems that develop.